Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep replaced a corrupt patient database file. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that they received a database error message upon boot up of the imaging system. A site physicist who was attempting to boot and use the imaging system without the mobile view station (mvs) plugged in. This intern drained the uninterruptible power supply (ups) battery then the error appeared. A medtronic rep explained that the imaging system and the mvs had to be plugged in together to work. He also recommended that they leave the imaging system plugged in overnight. After being plugged in overnight the site still received the same database error. There was no patient involved with this concern.